Manufacturer narrative:
The customer returned meter up1075862 and test strip lot 496820-11 for investigation. The meter and test strips were tested using two retention controls. Testing results control level 2 (qc range: 2.6-3.2 inr): qc 1: 2.8 inr; qc 2: 2.9 inr; qc 3: 2.8 inr. Testing results control lin 3 (qc range: 4.1-6.8 inr): qc 1: 5.2 inr; qc 2: 5.1 inr; qc 3: 5.2 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. Both meters and vials of test strips were requested for investigation. Product has been returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek vantus meter (meter a), serial number (B)(4), compared to coaguchek xs professional meter (meter b), serial number (B)(4). At 10:48am the result from the patient's meter (meter a) was 4.7 inr with strip lot 49682521. The meter results from the nurse's meter (meter b) were 7.1 inr and 6.9 inr using strip lot 49682011 (expiration date of 30-mar-2022). The times the results from meter b were obtained were not provided. The patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The customer returned the meter and test strips for investigation. The meter and test strips were tested using two retention controls. Testing results control level 2(qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr qc 2: 2.8 inr qc 3: 2.9 inr testing results control lin 3(qc range: 4.9 - 6.8 inr): qc 1: 5.2 inr qc 2: 5.2 inr qc 3: 5.2 inr the obtained qc results were in the allowed range. No error messages occurred during investigation.